Event description:
A customer obtained an erroneously elevated troponin (accu tni) result on one patient.subsequent testing on additional samples, from this patient, produced the same elevated results.total five samples were tested and accu tni results were in the range of 22.59ng/ml - 24.04ng/ml.the results were reported out of the lab.two of the samples were re-tested for troponin on an alternate instrument and two results of "<0.05ng/ml" were obtained.there was no an effect to patient in connection with this event.

Manufacturer narrative:
The customer collected the samples in plastic bd serum tubes with a gel separator.per customer, there were no qc or system issues associated with this event.the customer sent patient sample to customer product line support (cpls) for further testing. Cpls was not able to confirm interference in the returned sample.service was not dispatched for this event.a clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.